Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a fully broken grip cable at the yaw pulley. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observations not reported by site: the instrument was found to have conductor wire insulation retracted between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument passed the electrical continuity test. The wire was not fully broken, and the conductor wires were exposed. Components adjacent to the broken wire did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a snapped cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no patient harm as a result of the reported issue.